Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician attempted arteriotomy closure using the perclose at. After removing the perclose at, the physician observed a small plastic tube in the access site. It is unknown how the piece of tube was removed from the patient. Hemostatis was achieved with manual compression. Reportedly, the patient is fine.